Manufacturer narrative:
The subject device was returned to the service department of olympus (B)(4) and then was repaired. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was temporary disappeared at the unspecified timing. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of the service department of olympus europe se & co. Kg (oekg), omsc determined there was the possibility this phenomenon was attributed to partial damage of the camera cable of the subject device, or which the video connector not securely connected to the video processor. If additional information becomes available, this report will be supplemented.